Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was non patient needle separation from the holder hub. The following information was provided by the initial reporter. The customer stated: the "needle got left in patients arm when finishing the sampling. Grabbing the holder as usual the needle and holder got separated."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw tube with water, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was non patient needle separation from the holder hub. The following information was provided by the initial reporter. The customer stated: the "needle got left in patients arm when finishing the sampling. Grabbing the holder as usual the needle and holder got separated."